Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detaching from both leaflets and surgical intervention. It was reported a mitraclip procedure was performed to treat grade 4+ mixed mitral regurgitation (mr). The first clip was implanted with no reported issue. A second clip was advanced and grasped at the a2/p2 location. When pulling the lock line, tension was felt. It was observed that a knot was present in the lock line. The physician decided to deploy the clip. The clip was locked. When pulling the lock line, the clip detached from both leaflets, due to the lock line still attached to the clip. The clip was pulled to the steerable guide catheter and retracted to the groin. An incision was required at the groin in order to remove the clip from the patient anatomy. There was no leaflet or chordae damage noted. Mr was reduced to 2+. No additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported knotted lock line was unable to be determined. The lock line mechanical jam was a cascading event of the reported knotted lock line. It should be noted that the mitraclip instructions for use (IFU) states under the clip deployment section that ¿if resistance is noted, stop and pull on the other free end to remove the lock line¿. Since the lock line was pulled although tension was felt, this is considered as a deviation from the IFU. The reported improper or incorrect procedure or method was associated with the attempting to remove the lock line when tension was felt. The reported expulsion appears to be due to procedural circumstances. The reported surgical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6 device code 2687, 4012 removed.